Manufacturer narrative:
Correction: b1, b5. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issue and it was confirmed by a medical expert that the stryker device did not cause or contribute to the event. In addition, the pi will be closed as a duplicate, which is why no further information is documented in this record.

Event description:
Persistent tenderness has been reported by patient after the procedure, which was caused by chronic inflammation due to a laterally malpositioned condylar component.

Event description:
Persistent tenderness has been reported by patient after the procedure, which may be caused by chronic inflammation due to a laterally malpositioned condylar component.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.